Event description:
It was reported that "it is alleged that, "in 2000, the patient underwent surgery to revise a howmedica duracon liner originally placed in 1995".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device \was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.